Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation the pump operated as expected. The pump history was also reviewed. There were several shut downs observed, however, each one occurred while already depleted batteries were being used. Once new, fully charged batteries were inserted in the pump, the problem was resolved. The pump was serviced and returned to the customer.

Event description:
The initial reporter states that the pump auxiliary alarm sounded and they were unable to clear it. They also stated that the patient changed the pump batteries and that the auxiliary alarm occurred five hours later. They noted no other alarms prior to the pump shutting off and the auxiliary alarm sounding. Mmdg followed up with the initial reporter, who stated that there were no adverse effects to the patient. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg no investigation could not be completed. Mmdg was not able to confirm any complaint because of this. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump auxiliary alarm sounded and they were unable to clear it. They also stated that the patient changed the pump batteries and that the auxilary alarm occurred five hours later. They noted no other alarms prior to the pump shutting off and the auxiliary alarm sounding. Mmdg followed up with the initial reporter, who stated that there were no adverse effects to the patient. (B)(4).